Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added in h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye was performed which revealed broken occluder feet. Functional tests which included leak, clear passage, and clamp function tests were performed which observed a leak through the set through the closed clamp, which was caused by the broken occluder feet. A cracked minicap was also identified during testing.the reported condition was verified. The cause of the conditions could not be determined, however, a potential cause includes if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.